Manufacturer narrative:
The reported event of positioning failure could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was unable to be positioned. The lp was removed and a transvenous pacemaker was implanted. The patient was in stable condition.